Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and delayed in responding to touch. There was no impact to the customer¿s blood glucose due to the reported issue. Reportedly the customer had an alternate pump for insulin therapy.